Event description:
It was reported that during a rotational atherectomy procedure, the rotawire fractured. While attempting ablation of a lad lesion, the distal segment of the wire fractured in the pt. The physician continued to ablate after the wire fractured which resulted in a perforation of the vessel. A balloon was used to repair the perforation, however, they were unable to retrieve the distal portion of the wire. The fractured tip remains in the pt.